Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead dislodged. The lead was attempted to be repositioned however, was unsuccessful. The lead was explanted and replaced. There were no patient consequences.